Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log file confirmed a low speed / pump stop events while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The submitted log file contained data from 16nov2020 through 02dec2020. Transient low speed and pump stop events were observed throughout the file, beginning on 18nov2020. These events occurred while the patient was supported by the mpu. The patient reportedly received an ungrounded patient cable, and the events resolved. No further issues have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The manufacturer is closing the file on this event.

Event description:
It was reported that low flows, pump off, low speed advisory alarms were observed. Technical services reviewed the submitted log files, and 13 pump stoppages and 29 low speed advisories were shown intermittently during the length of the log. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the mpu. The patient was discharged home on (B)(6) 2020 with an ungrounded power module patient cable.